Manufacturer narrative:
Review of the customer account revealed that the account owns two zimmer ats 750 devices, (B)(4) and (B)(4). Either one of these devices could have been associated with the event; however, as it was stated above, it is unknown what tourniquet was used. The ats 750, (B)(4), was manufactured during february 2007 and has no repair history at zimmer biomet surgical. Ats 750, (B)(4), was manufactured during march 2008 and was previously repaired on 5/30/2008. The device exhibited no visible issues. Neither device was returned to zimmer biomet surgical for evaluation. Given that these devices were not returned for evaluation and no information is known regarding the associated cuff(s) utilized during the case, a cause of the customer's reported event could not be determined. Not returned to manufacturer.

Event description:
It was reported that on (B)(6) 2013, the patient sought treatment for left knee pain. Total knee replacement was recommended. During the implant surgery on (B)(6) 2013, a tourniquet was placed on the lower extremity at the upper thigh and the tourniquet was elevated to 300 mmhg for 58 minutes. After the surgery, patient experienced lack of sensation and motor control below the left knee and had no control over the left foot. It is reported that he had foot drop. Loosening of the dressing and flexing of the knee on pillows did not improve the symptoms. Patient was told the foot drop was caused from compression of the perineal nerve. To date patient reports limited feeling in the lower leg and has regained minimal control over the foot. A foot brace is required to walk. Patient alleges through counsel that the knee surgery exacerbated existing hip pain. Also it is unknown if there was any delay that occurred to the surgical procedure.